Event description:
It was reported that the customer was having low and high blood glucose. Customer stated that the doctor took off the insulin pump due to correction bolus was not working for the patient. Customer's blood glucose was unknown. Patient was having headache and was treated with a bolus through the insulin pump. Troubleshooting was done for high blood glucose. The customer was assisted in performing high pressure test and test passed. Customer reported there were incidents where they did not get any no deliveries and infusion sets were bent. Troubleshooting was done for low blood glucose. No blood glucose reading provided. Customer treated with food. The customer was advised to speak with health care provider regarding low and high blood glucose and to monitor the insulin pump. Customer was worried and requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.